Event description:
Information was received from a family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient has experienced a loss of therapy. It was stated that the patient gets relief but that it sometimes takes a while. "If have lower numbers", she goes more frequently. The patient went into the hospital on (B)(6) 2016 and they put a catheter in because she was full of urine and was also wetting the bed. It was reported the patient was always wet and getting bladder infections. The patient feels stimulation in the bicycle seat area on program 3 at 3.2 v. Stimulation was increased to 4.0 v during the phone call. Symptoms reported were leaking, wetness and retention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.